Manufacturer narrative:
Complaint conclusion: as reported by the legal department, the patient was implanted with a cordis optease ivc filter on or about (B)(6) 2011. In approximately (B)(6) 2014, the filter was found to have embedded in the wall of the ivc preventing the device from being safely removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care any treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported ¿filter embedded in wall of the ivc¿ captured as ¿vena cava injury¿, could not be confirmed and could not be further clarified at this time. The exact cause of the difficulty experienced by the customer could not be determined as procedural films were not provided. Vessel damage is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient was implanted with a cordis optease ivc filter on or about (B)(6) 2011. In approximately (B)(6) 2014, the filter was found to have embedded in the wall of the ivc preventing the device from being safely removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care any treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.